Manufacturer narrative:
This report is submitted on february 12, 2018.

Event description:
Per the clinic, device was explanted on (B)(6) 2017 due to improper electrode placement including electrode migration. The patient was re-implanted with another manufacture's device during the same surgery.